Manufacturer narrative:
Investigation results: our quality engineer inspected the sample submitted for evaluation. Bd received one used 18g x 1.25in. Nexiva unit from lot number 2325434. A gross visual inspection of the returned unit found that blood was present between the grey canister and the wall of the catheter adapter which is indicative of leakage. Further microscopic inspection found that the septum was seated properly, but no other damage could be identified. The unit was then dissected where damage was found on the canister. The damage allowed a gap to be present between the canister and adapter wall allowing fluid to pass through. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment or damaged tooling/grippers. During manufacturing, operators perform leak testing and inspections for damaged components per the sampling and quality control plan to mitigate the occurrence of this defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No additional information, leakage from membrane in device. Freshly installed pvk leaked next to the stop membrane after the mandrel was pulled out. When you flushed the inlet, it sprayed out the back next to the membrane that is supposed to close to where the mandrel sits. Nothing else felt strange when applying the device.

Event description:
It was reported while using bd nexiva¿ closed peripheral IV catheter system leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: leakage from membrane in device. Freshly installed pvk leaked next to the stop membrane after the mandrel was pulled out. When you flushed the inlet, it sprayed out the back next to the membrane that is supposed to close to where the mandrel sits. Nothing else felt strange when applying the device.

Manufacturer narrative:
H3: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.